Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the unit was not displaying an image during angulation. Additionally, the channel tube and the bending cover were both found leaking. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While evaluating a returned olympus evis lucera elite bronchovideoscope loaner device, it was discovered that the unit was not displaying an image during angulation. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed image black out during angulation issue could not be determined, however, the issue was likely the result water leakage during user handling, resulting in damage to electronic components. The event can be detected/prevented by following the instructions for use which state: ¿·inspection of the endoscopic image ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. ¿- do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿- when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury¿. ¿- if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury¿. ¿- if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage¿. Olympus will continue to monitor field performance for this device.